Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged following the implant procedure. The lead was found to be in the rv apex. This lead also showed high pacing threshold measurement from 0.5v to 4.0v and decreased r waves with the same impedance measurement. This lead was successfully repositioned with good parameters. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.